Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approximately 6.5 mm from balloon bond. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1411802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: while deploying the mynx vascular closure device, the balloon ruptured and the device was not deployed. Manual compression was held for an unknown duration resulting in extended bed-rest for the patient. On 07/01/14, the following additional information was reported: the catheterization laboratory manager reported that the procedure reported in this complaint was a diagnostic procedure, they experienced a balloon loss of pressure during the device deployment, the device was removed and manual compression was applied for 20 minutes, the patient was discharged home the same day.

Event description:
The following info was reported: coronary diagnostic procedure, balloon loss of pressure after second stop (up against arteriotomy), manual compression was applied for 15 minutes, the pt was not hospitalized. Staff indicated visible calcium at beginning of case. Stick location: right common femoral artery. Vessel size: 5-6 mm.